Event description:
Patient called regarding if devices are part of recall. He reported since the surgery he has been pain, sleeping issues, walking, can't stand too long, bending of knees, bone spurs. Unable to get a solid answer form surgeon as to what the possible issues and if revision is needed. Please email patient. Right hip.

Manufacturer narrative:
Additional information: catalog and lot #'s received an event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant revealed: "provided records does not confirm the reported event. Need records confirming reported event. No documentation since 2015." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the patient inquired as to whether their hip implant was part of a product recall. It was confirmed that the reported device is not subject to a recall. The root cause of this investigation could not be determined as insufficient information was received. Further information such as return of device, x-rays, operative reports, patient history are needed to fully investigate this event. If additional information and/or device become available, this investigation will be reopened.

Manufacturer narrative:
The following devices were also listed in this report: size 7 accolade ii 132 deg; cat# 6720-0737; lot# 49741002 unknown universal v40 0 degree; cat# unknown; lot# unknown delta un.fem hd 40mm r40 16/18; cat# 6519-1-040; lot# unknown trident hemispherical cluster hole shell; cat# 502-11-56f ; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported since right hip surgery he has been pain, sleeping issues, walking, can't stand too long, bending of knees, bone spurs.